Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon was loosely folded and there is blood in the inflation lumen and balloon. Microscopic examination revealed the balloon has a pinhole at the markerband. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was good.